Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. No serious injury to the pt was reported.

Manufacturer narrative:
The final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The returned capsule was separate from the delivery system. The trocar needle was advanced with blood/tissue present. The plunger was retracted showing six ribs. The analyst took the handle apart and the plunger was advanced to the second set of notches. The visual inspection of the push/pull wires found no abnormalities.